Manufacturer narrative:
Sensory medical has advised the family to discontinue use of the bed until they receive the replacement safety sheet. Sensory medical has requested a return of the damaged safety sheet. 230707m09 is the lot for the safety sheet. Review of manufacturing records confirm all in process and final inspections were performed and passed. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent entrapment and other safety concerns. Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." On page 15 "what happens if my cubby rips or I notice other damage? Please contact us right away. Only use your cubby bed when it is assembled correctly and is in safe working condition." On page 22 "discontinue use and contact us immediately if anything is damaged or missing." On page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." On page 22 includes a monthly maintenance checklist, one check is: "each zipper on the canopy is functional and seams of zippers are intact." On page 23 instructions for safety sheet care advise the user to "hang to dry" the safety sheets. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was a report of minor injury as a result of the event.

Event description:
Per parent, the safety sheet tore at the seam and his 7-year old daughter eloped from the bed. The parent stated that locks were in use and he hadn't previously seen any damage as he'd just washed and re-installed the safety sheet two days prior to the event. The parent reported he'd received one safety sheet when the bed was purchased in 2023. Per parent, he had placed the safety sheet in the dryer, against manufacturer recommendations. He said his daughter has a minor scratch from the event. A video shows the safety sheet with a tear at the zipper seam in the corner where the tag and locking loop are situated.